Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. Complete breakdown of the anterior vaginal wall with infection occurred ten days post-operatively.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.